Event description:
It was reported that the lead exhibited greater than 1900 ohms impedance and was trending high over the course of several follow ups. Capture was intermittent. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - competitor -competitor.